Event description:
(B)(6) 2007, battery chamber. (B)(6) 2007, updown arrow. (B)(6) 2008, key pad out (B)(6) 2009 alarm button froze. On (B)(6) 2009, gave too much insulin or not enough defective infusion quickset. Kidney failure in 2002 bayer aq liver function 12,500 with high potassium. Was hospitalized for that seven days. Hospital case was dismissed in (B)(6) in 2006, judge (B)(6) found till 2008 and with pardon pump running. Sugar 600 and 700 with the pump and low blood sugar 18 till 45 and 50. Pump gave too much or not enough case by infusion quickset defect.